Event description:
Litigation alleges patient experienced severe pain , discomfort, grinding and popping, and difficulty walking. Bilateral.

Manufacturer narrative:
The devices associated with this report were not returned. A review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: 11/13/2012 medical records were received from legal, and part/lot information was identified, left hip was updated. Records are available for further review.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no prior reports for all of the reported part and lot number combinations, with an exception of lot 2327995. There were 2 other reports for unrelated issues and the DHR was reviewed on the previous complaint. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify a root cause, the need for corrective action was not indicated.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges elevated metal ions.